Event description:
(B)(4) - reported a burning smell during use. On (B)(6) 2012, biomedical reports via phone that the tip of the cable was melted by the overheating light source and will be returned. No harm to anyone, device was readily replaced with no significant delay in surgery ((B)(4)).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.